Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. The cause of the event is due to insulation damage which was confirmed visually. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and over sensing noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer coil was compressed at the suture tie impression. Electrical testing performed found shorting at the suture tie impression location. The lead was dissected and showed damaged inner insulation at the suture tie impression location. The cause of the reported events was isolated to the damaged inner insulation exposing the inner coil consistent with damage due to overtightened suture.